Manufacturer narrative:
This is one of three products involved with the reported event. (B)(4).     Complaint conclusion:  as reported, during a venous stenting case, three maxi ld balloon catheters (bc) ruptured on low inflation. The physician was able to use another maxi balloon after the ruptures. The physician is one of the better users of our product line and do not usually have problems with the balloons. There was no patient injury. The products will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media was omnipque; however the ratio was 50:50. The indeflation device was a syringe and the syringe was used successfully with other devices. There was no resistance/friction as the device was inserted into the patient. There was no difficulty experienced as the device was advanced to and across the lesion. The catheter was not ever in an acute bend and did not kink during use. The balloon initially inflated normally before rupture. The devices were easily removed from the patient intact (in one piece). Another maxi balloon was used to complete the procedure.     The device was not returned for analysis. No lot number was provided therefore a device history record (DHR) review could not be generated.     The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use (IFU), ¿the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ as no lot number was supplied, a DHR could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, during a venous stenting case, three maxi ld balloon catheters (bc) ruptured on low inflation. The physician was able to use another maxi balloon after the ruptures. The physician is one of the better users of our product line and do not usually have problems with the balloons. There was no patient injury. The products will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media was omnipque; however the ratio was 50:50. The indeflation device was a syringe and the syringe was used successfully with other devices. There was no resistance/friction as the device was inserted into the patient. There was no difficulty experienced as the device was advanced to and across the lesion. The catheter was not ever in an acute bend and did not kink during use. The balloon initially inflated normally before rupture. The devices were easily removed from the patient intact (in one piece). Another maxi balloon was used to complete the procedure.